Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to displacement and pain. No additional patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to displacement and pain. No additional patient complications were reported.